Event description:
It was reported that the patient's pacemaker exhibited intermittent pacing in the ventricular channel. The pacemaker was explanted and replaced on (B)(6) 2025. No patient condition was reported.

Event description:
New information received notes that the event was discovered in the clinic during scheduled follow up and the patient was experiencing syncope episodes.